Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is filed to report that the clip caught on the chordae, causing tissue damage. Additionally, the gripper line was broken. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and at the same time to treat the tricuspid valve. Echo imaging was challenging. Two clips were successfully implanted, reducing mr to <1. To treat the tricuspid valve, the mitraclip delivery system (cds) (61129u123) was advanced to the tricuspid valve, however during positioning the clip got caught in the chordae, causing tissue damage. The clip was freed from the chordae and the decision was made to discontinue the procedure. The clip was in the closed position when retracting into the sgc, and the clip got caught in the guide tip of the sgc. After removal of the devices it was noted that the gripper line was broken, the grippers could not be raised. A tear was noted on the soft tip of the sgc. No clips were implanted in the tricuspid valve. There were no adverse patient effects and there was no clinically significant delay during the procedure. The patient is stable. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and the reported gripper line break was confirmed, while the difficulty removing the cds from the steerable guide catheter (sgc) and gripper actuation issues were unable to be confirmed, and the difficulty removing the device from the anatomy could not be replicated. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper line break resulting in gripper actuation issues, difficulty removing the device from the anatomy resulting in chordal damage, and difficulty removing the clip from the guide soft tip was likely due to a contribution of forces from usage of the device related to the challenging anatomy and use of the device on the tricuspid valve. The aggregations of forces due to patient anatomy and curves on the system likely resulted in the reported issues. It should be noted that the mitraclip nt instructions for use (IFU) under the intended use section, it states the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, the reported patient effect of mitral valve injury, is listed in the mitraclip nt IFU as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.